Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the safety sleeve was missing on the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder needle before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " cpt reported last week he opened a butterfly and the safety sheath was not covering the needle (#368652)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety sleeve was missing on the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder needle before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " cpt reported last week he opened a butterfly and the safety sheath was not covering the needle (#368652)."

Event description:
It was reported that the safety sleeve was missing on the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder needle before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " cpt reported last week he opened a butterfly and the safety sheath was not covering the needle (#368652)."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. A missing needle sheath does not affect the integrity of the product, including any loss to functionality of the device or its ability to remain sterile within the individual package. Therefore, missing needle cover/shield on an individually packaged device is not considered to be a reportable malfunction. H3 other text : see section h.10.